Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the device reached eri prematurely due to a higher than expected cell impedance increase. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Upon completion of this analysis, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was returned for disposal. There were no allegations reported against this device from the field. Initial analysis revealed this device reached elective replacement indicators (eri) while implanted and there may have been a shortened eri to elective replacement time (ert) than expected. No adverse patient effects were reported.

Event description:
.